Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the internal leakage test failed during pre-use check with message 'system volume too small'. O2 gas module was pointed as defective. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). The claimed issues have been confirmed in provided device's logs. The claimed part was not available for further analysis. Our conclusion is that the defective part was the cause of the failure. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name and # d4 version or model# was required. D1 brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.